Event description:
It was reported the patient had undergone a revision procedure on (B)(6) 2014 to remove a prodisc-c implant at c5-c6 due to pain. The patient had a total disc replacement on (B)(6) 2014. The patient presented the same symptom of pain the following day so the surgeon removed the prodisc-c implant and revised the patient to a fusion. There was no reported device related issue. Reportedly, there was no surgical delay. The procedure was completed successfully and the patient is doing great and was discharged from the hospital. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device shows; no obvious non-iatrogenic damage. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. Based on the review of the complaint condition and the condition of the received device, the design is considered adequate for the intended use of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the review of the as received condition of the returned product and associated product drawings found no observable damage to the product or manufactured features that may be relevent to the reported complaint condition adverse event: no reported product problem.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the reported product was manufactured at the (B)(4) on 11/12/2013 under work order (B)(4). DHR records indicate that the product lot was manufactured in accordance with all established requirements with no nonconformities reported. The product lot was packaged and labeled to indicate an expiration date of 09/2017. It further indicates that the product lot underwent all specified inspection requirements with no product nonconformities reported. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device was implanted (B)(6) 2014 and explanted (B)(6) 2014; the patient experienced pain sometime between the two. An internal review was completed: the polyethylene inlay was attached to the inferior endplate. All retrieved device components (superior endplate, polyethylene inlay and inferior endplate) were examined macroscopically for signs of wear and damage. The device was implanted for a single day, therefore the observed damage is likely iatrogenic and attributed to the implantation and/or removal of the device. Since the clinical information provides no other reasons for revision, the possibility that some damage to the device was a result of the limited in vivo implantation cannot be ruled out. The articulating surface of the polyethylene inlay had evidence of machining marks. There is damage present on the superior endplate, inferior endplate and the polyethylene inlay, all consistent with tool marks and surgical removal technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.